Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to address the broken carriage housing, which was the cause of the instrument recognition issues. Following the service, the system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed its investigation. The unit was returned for failure analysis (fa) and the reported failure of ¿instrument engagement issues¿ was confirmed and reproduced. The unit was tested on an in-house system and failed in normal mode, as it triggered an error 282 when an instrument was installed. The unit was also tested on a pftp and passed lissajous, sensors check, sine cycle, and friction tests, but failed carriage switches test. There was physical damage seen on the pod covers during visual inspection. As a fix, the acci and accr pod cover and assembly will be replaced. A review of the system logs was performed. Per the review, the following was confirmed: system serial #, event date, console surgeon and procedure name/category. No images or video were provided for review. This complaint is considered a reportable malfunction due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to repeated recoverable faults on usm 2, indicating that the usm was unable to accept instruments. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy surgical procedure, universal surgical manipulator (usm) 2 was not accepting instruments and the customer encountered error messages. Furthermore, the staff was unable to dock the endoscope to usm 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting. Prior to calling for support, the staff attempted to troubleshoot by swapping to a second endoscope, reseating and replacing the drape, power cycling the system, and docking a new instrument to usm2 with a new cannula. However, the issue persisted. The tse reviewed the system logs and noted a repeated error 282, indicating an radio frequency identification (rfid) tool not present. The reporter explained the endoscope was working on another usm with no issues. During the call with tse, the staff attempted to re-dock usm2 and reseat the drape with no changes. The staff elected to convert to laparoscopic surgery to complete the procedure. Isi has made several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be processed based on the provided information at this time.